Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with imipenem (500 milligram, frequency and route of administration not reported), teicof (400 milligram, frequency and route of administration not reported) and orzid (1 gram, frequency and route of administration not reported) for the event of peritonitis. The patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.